Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.